Event description:
Ppd with medical records received. Medical records indicate patient was revised due to femoral neck fracture on resurfacing. The cup remained in situ at this time, and was revised with the xl products on (B)(6) 2013. The cup was reported with the xl products on (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.